Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, at skin closure, the needle tip of two devices broke off and could not be found. Another suture was used, but the same thing happened.